Manufacturer narrative:
Supplemental report (B)(4). Correction: this MDR is being submitted to correct the submitted device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the two infusion set was fell off during use and first fell off had occurred on (B)(6) and second fell off had occurred on (B)(6). The blood glucose level was 194 mg/dl and the issue is due to patient leading to high blood glucose running high and patient take a manual injection until he put a new set on. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
MDR (B)(4). MDR 8021545-2024-02136. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.